Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: when pulling up pure endoxan from baxter with lot 2j286d and expiration date 09/25, precipitation occurred.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 04-sep-2023. H.6. Investigation summary: both photos and a physical sample were provided to our quality team for investigation. The sample received does not correspond to the material information initially reported, the returned sample is a 30ml syringe with an unknown lot. It was confirmed the device returned does correspond to the syringe displayed within the photos initially provided. The product was visually inspected and a white particle was observed to be attached to the stopper. Based on the visual characteristics, the particle was identified to be polypropylene particles mixed with silicone, which is present on the stopper to facilitate movement of the plunger. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot number of the actual device is unknown, a complaint history review could not be performed. The areas where pieces run in manufacturing area are protected to reduce particles from generating. While we cannot identify a direct issue, the particle likely generated during the assembly process due to friction during movement of the device within the manufacturing equipment. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: when pulling up pure endoxan from baxter with lot 2j286d and expiration date 09/25, precipitation occurred.